Event description:
A us distributor returned a monitor and reported monitor displayed a service code 102 (charge profile fault).

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed testing and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to contamination on components of the defibrillator pca and computer/analog board and an open r45 resistor on the computer/analog board. The root cause for the contamination was ingress of an unknown liquid. The root cause for the open r45 resistor could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.